Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# unknown, product type: programmer, patient; product ID 3888, serial# unknown, product type: lead; product ID 37743, serial# unknown, product type: programmer, patient; product ID 3888, serial# unknown, product type: lead; product ID 3555-31, serial# unknown, product type: screening device; product ID 37083, serial# unknown, product type: extension. (B)(4).

Event description:
Additional information received reported that the lead was pulled, the patient was fine, went on to implant and was doing great. The patient was very happy with stimulation and was receiving good pain relief with the implant.

Event description:
It was reported the patient was sitting on the couch and when they got up ¿the stim was off¿ and they had no stimulation. The patient tried to interrogate the device and turn it back on but was receiving an ¿italic ¿I¿, a question mark and a boxing glove¿ and they were unable to turn stimulation on or adjust stimulation. They then attempted to communicate with the external neurostimulator (ens) using the patient programmer and received the poor communication screen. After changing the batteries in the patient programmer and ens the patient was seeing a power on reset (por) message, 589 ¿ overcharge status. This all occurred ¿a couple hours¿ prior to the call¿ and the patient started their trial one week prior to report. The patient is scheduled to have their trial lead pulled on (B)(6) 2014 and up until the issues reported they had been having a successful trial. **information omitted pertaining to event 700692419 ¿ lead flipped out of mltc. These events are not related** no interventions or outcome were provided however follow-up has been requested and if received a follow-up report will be sent.